Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem happened again, which caller acknowledged and understood.